Event description:
It was reported that the pt underwent a minimally invasive tlif procedure at l4-5 for lumbar spinal stenosis. The surgeon prepared the disc space and a 12mm peek cage was loaded onto the inserter successfully. It was "snugged" with the retractor to ensure a tighter interface with the inserter and implant. As the surgeon was impacting the cage, the cage redirected unknowingly and went medial and towards the inferior body. As the surgeon continued to impact the cage into the disc space, the cage disengaged from the inserter in-situ. The threads on the inserter stripped off the peek threads on the cage, and in turn, the inserter no longer had a grip on the implant. The doctor was able to successfully explant the cage and replace with another device. There were no pt complications.

Manufacturer narrative:
The device has been returned to the MFR. Eval is in progress.